Event description:
While on tdm-1 (kadcyla), grade 3 radiation toxicity to field of irradiated skin and underlying pectoral muscle resulting in desquamification and ulceration, exposing tissue expander and requiring explant surgery and debridement of irradiated tissues before suturing wound areas. Wounds took 8 weeks to close. Extensive area of telangiectasias and fibrosis in remaining irradiated skin. Desquamification and ulceration began at conclusion of 25 days of radiation therapy (with simultaneous 2x infusions of tdm-1); worsened 2 weeks after conclusion of rt; exposure and explant surgery 4 weeks after conclusion of rt. Radiation fibrosis extended throughout the irradiated field, affecting patient's skin and underlying pectoral muscle. Adjuvant treatment of residual triple positive breast cancer. Local invasive ductal cancer of breast.